Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not hear anything on her insulin pump. The customer's blood glucose level was 110 mg/dl at the time of incident. Customer stated that they could barely hear anything. Customer assisted with troubleshooting and stated that the insulin pump was set on audio and vibrate and they were advised to adjust the audio volume to 1 and 5, press save, and listen for the beep; however they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files.